Event description:
Event description guidant received information that the patient with this implantable pacemaker (ipm) had an auto accident about 1-1/2 months ago. Her heart rate changes from 37-103. The device is programmed to a lower rate of 60ppm.